Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 16 months post-implant of a bifurcated device an infrarenal, and a suprarenal aortic extensions. A routine computed tomography scan revealed a proximal endoleak. Reportedly, separation between the components was noted, causing the endoleak. The patient was treated with an additional infrarenal aortic extension, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative with the following impression: there were adequate medical records and imaging studies available for this clinical assessment. There might have been evidence of disease progression and/or aortic remodeling that might have contributed to the endoleak. The endoleak was substantiated along with a secondary procedure. There was no evidence of a causal or contributory device defect as it related to this complaint. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.